Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The literature review did not provide enough device information to identify the lot or catalog number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the lot or catalog number for this device, unique device identifier (UDI) cannot be determined.

Event description:
On 12-nov-2024, penumbra inc. Became aware of a journal article titled, "anesthetic management for aspiration thrombectomy using the penumbra indigo system in pediatric patients with congenital heart disease" (stein et al. 2024). In this single-institution retrospective cohort study, thirteen pediatric patients with congenital heart disease who underwent aspiration thrombectomy (at) in the superior vena cava, jugular veins, brachiocephalic vein, fontan baffle, and brachiocephalic veins using indigo system aspiration catheter between november 1, 2017, and february 28, 2022 were included. The report indicated a median estimated blood loss of 7.7 ml/kg, with six of the thirteen pediatric patients treated with at using the indigo system aspiration catheter requiring intraoperative transfusion. Additionally, one case involved extensive mobilization of thrombosis from the fontan baffle into the pulmonary arteries, leading to severe hypoxemia and necessitating the initiation of extracorporeal membrane oxygenation (ECMO).